Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip opened a bit further. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult. A good grasp was obtained and the deployment sequence was uneventful. Upon deployment, the clip arm angle appeared to have opened more than usual and mr also increased with only 1 grade reduction. The cds was curved more than 90 degrees during the procedure to about 120 degree angle. It was decided not to place a second clip. The patient was stable with mr gradient of 2 mmhg and mr grade of 3. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific product issue. All available information was investigated and a cause for the reported unintended movement could not be determined in this complaint. The reported difficult leaflet grasping appears likely to be related to challenging patient anatomy. It was reported that the clip delivery system (cds) was curved more than 90 degrees. It should be noted per the mitraclip instructions for use states, ¿do not deflect the sleeve tip more than 90 degrees as damage may occur.¿ as the user curved the cds more than 90 degrees, this is therefore a result of improper or incorrect procedure or method; however, it cannot be confirmed if this user error contributed to this reported issue. There is no indication of a product issue with respect to manufacture, design or labeling.